Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed for an unknown reason. Additional information indicates that the spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective replacement for a system upgrade. The current location of the device remains unknown. No additional adverse effects were reported, and despite good faith efforts, no further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.